Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular fibrosis, baker grade unknown for an unknown side. Device has been explanted.

Event description:
This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: crease fold, deformation, biological tissue color yellow, cloudy in the gel, red particles in the surface of shell and weight to the spec. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Manufacturer narrative:
Additional, changed, and/or corrected data:

Event description:
Healthcare professional reported capsular fibrosis, baker grade unknown for an unknown side. Device has been explanted.